Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the transformer of the compressor was defective and replaced. After replacement the compressor started to work properly. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the transformer of the compressor was defective and replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).